Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the implant is "broken, leaking" and that there is a "small ball". Later healthcare professional contacted back reporting a "rupture" confirmed via mammogram and confirmed the patient's previous reported events of "broken, leaking, and small ball". This record is for the left side. The device remains implanted.